Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in addition to the mechanisms above, the perceived root cause of the event was possibly due to the patient¿s calcified root and chronic use of steroids. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during the transfemoral tavr procedure, post deployment of the 29mm sapien 3 valve, the patient was observed to have suffered an aortic rupture. A 29 mm sapien 3 valve was prepped on a commander system in normal fashion with nominal volume. No bav was performed. The patient was under local anesthesia - respirations were not held, pacing with good capture. Valve was deployed as intended position at 70:30 aortic. The implanting physician stated he felt resistance so 1cc of volume was left in the syringe when inflating. Following deployment, initially vital signs were stable. Post deployment echo showed no paravalvular leak or central ai. Aortogram showed good placement, no pvl and normal flow to the coronaries. The implanters were closing the groin when blood pressure (bp) dropped to approximately 70-80 systolic and st depressions were seen on EKG. The right coronary artery (rca) angiogram showed normal flow. During the left coronary artery (lca) angiogram, contrast was injected in the left coronary sinus and contrast was seen coming from the base of the cusp (in an area of heavy calcium), consistent with a root rupture. Protamine was given and blood pressure stabilized. Repeat echo showed small circumferential pericardial effusion that did not increase over time. EKG normalized. The pericardial effusion remained stable with serial echo images over approximately 30 minutes. The patient remained conscious with bp stable at approximately 80-90 systolic. No pericardial window or pericardialcentesis was needed. The patient was taken to the ICU in stable condition. The decision was to continue conservative treatment with tight bp control and serial echocardiograms to monitor for worsening effusion. The patient was on intermittent high dose steroids for chronic copd. The patient required no further intervention and was discharged home pod5 and noted to be doing well. The aortic rupture was perceived to have occurred due to the patient's calcified root and chronic use of steroids.